Event description:
This unsolicited non-valid case from united states was received on (B)(6) 2017 from a nurse. This case concerns a patient of unknown demographics who received treatment with synvisc one and later after unknown latency had pain and swelling in the joint. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date, after unknown latency, the patient had pain and swelling in the joint. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for all the events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced knee pain and knee swelling. Although based on the available information, temporal relationship can be established between the events and the suspect product, however, as the concerned lot number has been identified to have malfunction by the company, therefore, the causal relation of the events to the product cannot be excluded completely.

Event description:
This case is cross referenced with case ID (B)(4) (cluster). This unsolicited non-valid case from united states was received on (B)(6) 2017 from a nurse. This case concerns a patient of unknown demographics who received treatment with synvisc one and later after unknown latency had pain and swelling in the joint. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021, expiry date: unknown) for arthritis. On an unknown date, after unknown latency, the patient had pain and swelling in the joint. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for all the events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up information was received on 13-mar-2018 from a nurse. Cross referenced case ids were added. Text was amended accordingly. Follow up information was received on 15-mar-2018 from a nurse. No new information. Additional information was received on 30-mar-2018 from a nurse. Suspect device frequency and indication updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-march-18: the follow up information does not change the prior assessment of the case. This case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced knee pain and knee swelling. Although based on the available information, temporal relationship can be established between the events and the suspect product, however, as the concerned lot number has been identified to have malfunction by the company, therefore, the causal relation of the events to the product cannot be excluded completely.